Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) however the customer declined to provide a value. Reportedly, the customer believed the pump was not delivering insulin properly. The customer declined to provide further information regarding the bg event. Reportedly, the customer reverted to manual injections for insulin therapy.